Manufacturer narrative:
A ge service rep performed an over the phone investigation. The system was repaired and put back into service. .

Event description:
The customer reported that the system would not boot up. No pt injury was reported.